Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hospital had six or eight patient cables, which no longer gave any signal when in use with an external pulse generator (epg) after three to four uses and sterilization cycles. Some of the cables have been returned for analysis but the current status of the remainder is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: one of the cables was returned and manufacturer's analysis confirmed the customer comment that the cable did not work. It was indicated that the wire in the cable was broken open by plug stress relief, and that the plug was contaminated with adhesive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.